Manufacturer narrative:
Following hospital protocol, the dr. Removed his glove, rinsed his finger in alcohol, re-scrubbed and re- gloved. Also, per hospital protocol, a blood sample was taken from the patient, a report completed and, following the case, the surgeon was seen in the ER. Local rep confirmed that the device was thrown away. Although the device did not malfunction and there was no serious injury in this instance, this use error could potentially contribute to a serious injury if it were to recur and the patient had a blood borne pathogen.

Event description:
The surgeon was using the device, then returning it to the nurse between uses. After using a few times, the surgeon was given the device by the nurse and was holding the device and the anode. He attempted stimulation, then was reminded to place the anode. When he went to place the anode, he accidentally poked his finger with the needle. Following hospital protocol, he removed his glove, rinsed his finger in alcohol, re-scrubbed and re- gloved. Also, per hospital protocol, a blood sample was taken from the patient, a report completed and, following the case, the surgeon was seen in the ER.